Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The unit had a cracked tank cover. There was also wear and tear damage on the following components: enclosure, front cover, and block assembly. The unit also had an outdated pcb and power switch. The investigator started with a visual inspection and then filled the tank with water, attached a temp check, plugged in the line cord, and turned on the power switch. The customer reported product problem (over temperature upon start up) was replicated during testing. The investigator noted that the over temperature sensor needed to be reset but the device had an old pcb with damaged pots that made this impossible. The product problem occurred due to a faulty pcb. The problem source of the reported product problem was unknown however. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was the level 1 hotline low flow system (hl-390) went into an over temperature state during power up. The operator suspected that the pcb was malfunctioning. No patient injury or complications were reported in relation to this event.